Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 14.0 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that the insulin pump was alarming at the time of call. The customer stated that they were unable to clear the alarm. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.